Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported that the patient had two palindromes and two equistreams. The patient reportedly developed svc syndrome after switching to equistream catheter. The svc syndrome was diagnosed via venogram. The patient presented with facial and arm swelling. The treatment was said to be conservative and "100% occluded".